Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 46,337 joules. A second fiber was used to complete the case. Pt outcome: unk.

Manufacturer narrative:
Fiber analysis: the fiber is broken distal to glue zone. The fiber cap is fractured distal to glue zone (close to distal end of the heat shrink tube). The broken fiber tip looks black. The fiber jacket and the heat shrink tube close to the glass cap open end are melted and damaged. Based on the analysis findings the fiber/cap conditions would result in forward firing. The most probable root cause that contributed to this failure was suspected to be localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.